Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
During use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. It was noted that the iabp unit was being used off-label on a patient with axillary insertion for 10 days. This is the second iabp unit involved for this event. A getinge emergency support consultant discussed with the customer that the most likely scenario was the catheter being the cause and an obstruction being the probable issue. The customer stated that they would more than likely remove the intra-aortic balloon (iab) from the patient. The customer has acknowledged that this could have been due to user error and had requested the iabp unit be evaluated before it is returned to service. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found in the logs autofill failure code # 37 arg # 0x2, 0x3. Also, after the fse had performed a drive pressure regulator calibration, it was noticed that the unit compressor was performing by manufacture specification; however, the compressor was not reaching target pressure within the recommended time. To fix the issue, the fse replaced the scroll compressor, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
During use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. It was noted that the iabp unit was being used off-label on a patient with axillary insertion for 10 days. This is the second iabp unit involved for this event. A getinge emergency support consultant discussed with the customer that the most likely scenario was the catheter being the cause and an obstruction being the probable issue. The customer stated that they would more than likely remove the intra-aortic balloon (iab) from the patient. The customer has acknowledged that this could have been due to user error and had requested the iabp unit be evaluated before it is returned to service. There was no patient harm and no adverse event was reported.